Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic infection ('pelvic infection') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. Concurrent conditions included underweight, cervicogenic headache, constipation chronic, acne, hypothyroidism, fibrocystic breast disease, vulvovaginal candidiasis, yeast infection, headache, celiac disease, anemia iron deficiency, food intolerance, cervix neoplasm, flank pain, urinary frequency, urine analysis abnormal, colitis microscopic, right lower quadrant pain, irritable bowel syndrome, thyroid disorder, allergic gastroenteritis, food allergy, colitis, oligomenorrhea, endometriosis, chronic thyroiditis, cortisol abnormal, nausea, excess sweating, joint stiffness and dry skin. Concomitant products included boric acid, hydrocodone bitartrate;paracetamol (vicodin), iron, macrogol 3350 (miralax) and tizanidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/I either have no periods at all or heavy at once"), urticaria ("rashes or skin conditions type: rashes and hives"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal infection ("recurring vaginitis/unspecified vaginitis"), vulvovaginitis ("vulovaginitis"), abdominal distension ("abdominal and pelvic bloating"), arthralgia ("posterior hip pain"), myofascial pain syndrome ("myofascial pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches/migraines were worse and more frequent after essure was placed"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea/I either have no periods at all or heavy at once") and dysfunctional uterine bleeding ("dysfunctional bleeding"). The patient was treated with topiramate and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia and abdominal pain was resolving and the pelvic infection, autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, fibromyalgia, urticaria, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, vaginal infection, vulvovaginitis, abdominal distension, amenorrhoea, myofascial pain syndrome, dysfunctional uterine bleeding and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, autoimmune thyroiditis, back pain, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, fibromyalgia, menorrhagia, migraine, myofascial pain syndrome, pelvic infection, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: discrepancy noted : insertion date previously reported (B)(6) 2010 now it is stated as (B)(6) 2010. The right tubal ostium : three trailing coil were noted in the uterine cavity, left tubal ostium : 2 ½ coils noted trailing into the uterine cavity. Current weight 124 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2018: left and right fallopian tube, bilateral salpingectomy - unremarkable portion of fallopian tube - essure coils positioned with proximal tubal lumen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal discharge, abdomen and pelvic bloating, menorrhagia, abdominal pain, myofascial pain, migraine, recurring vaginitis, amenorrhea, weight gain, pelvic pain, dysmenorrhea, dysfunctional bleeding, back pain, vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic infection ('pelvic infection') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. Concurrent conditions included underweight, cervicogenic headache, constipation chronic, acne, hypothyroidism, fibrocystic breast disease, vulvovaginal candidiasis, yeast infection, headache, celiac disease, anemia iron deficiency, food intolerance nos, cervix neoplasm, flank pain, urinary frequency, urine analysis abnormal, colitis microscopic, right lower quadrant pain, irritable bowel syndrome, thyroid disorder nos, allergic gastroenteritis, food allergy, colitis, oligomenorrhea, endometriosis, chronic thyroiditis, cortisol abnormal, nausea, excess sweating, joint stiffness and dry skin. Concomitant products included boric acid, hydrocodone bitartrate;paracetamol (vicodin), iron, macrogol 3350 (miralax) and tizanidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/I either have no periods at all or heavy at once"), urticaria ("rashes or skin conditions type: rashes and hives"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal infection ("recurring vaginitis / unspecified vaginitis"), vulvovaginitis ("vulvovaginitis"), abdominal distension ("abdominal and pelvic bloating"), arthralgia ("posterior hip pain"), myofascial pain syndrome ("myofascial pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches / migraines were worse and more frequent after essure was placed"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea / either have no periods at all or heavy at once") and dysfunctional uterine bleeding ("dysfunctional bleeding"). The patient was treated with topiramate and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia and abdominal pain was resolving and the pelvic infection, autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, fibromyalgia, urticaria, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, vaginal infection, vulvovaginitis, abdominal distension, amenorrhoea, myofascial pain syndrome, dysfunctional uterine bleeding and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, autoimmune thyroiditis, back pain, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, fibromyalgia, menorrhagia, migraine, myofascial pain syndrome, pelvic infection, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: discrepancy noted : insertion date previously reported (B)(6) 2010 now it is stated as (B)(6) 2010. The right tubal ostium : three trailing coil were noted in the uterine cavity, left tubal ostium : 2 ½ coils noted trailing into the uterine cavity. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2018: left and right fallopian tube, bilateral salpingectomy. Unremarkable portion of fallopian tube, essure coils positioned with proximal tubal lumen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal discharge, abdomen and pelvic bloating, menorrhagia, abdominal pain, myofascial pain, migraine, recurring vaginitis, amenorrhea, weight gain, pelvic pain, dysmenorrhea, dysfunctional bleeding, back pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received. Reporter information, medical history, concomitant drug, lab data, lot number, onset date and removal date were added. Previously reported event : injury was updated to abnormal bleeding (vaginal), menorrhagia / either have no periods at all or heavy at once, pelvic infection, autoimmune disorder type of disorder: hashimoto, fibromyalgia, rashes and hives, migraines / headaches / migraines were worse and more frequent after essure was placed, pelvic pain, abdominal pain, back pain, vaginal discharge, fatigue, weight gain, hair loss, recurring vaginitis / unspecified vaginitis, vulvovaginitis, abdominal and pelvic bloating, dysfunctional bleeding, posterior hip pain, myofascial pain, amenorrhea / either have no periods at all or heavy at once. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic infection ('pelvic infection') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. Concurrent conditions included underweight, cervicogenic headache, constipation chronic, acne, hypothyroidism, fibrocystic breast disease, vulvovaginal candidiasis, yeast infection, headache, celiac disease, anemia iron deficiency, food intolerance, cervix neoplasm, flank pain, urinary frequency, urine analysis abnormal, colitis microscopic, right lower quadrant pain, irritable bowel syndrome, thyroid disorder, allergic gastroenteritis, food allergy, colitis, oligomenorrhea, endometriosis, chronic thyroiditis, cortisol abnormal, nausea, excess sweating, joint stiffness and dry skin. Concomitant products included boric acid, hydrocodone bitartrate;paracetamol (vicodin), iron, macrogol 3350 (miralax) and tizanidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/I either have no periods at all or heavy at once"), urticaria ("rashes or skin conditions type: rashes and hives"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal infection ("recurring vaginitis/unspecified vaginitis"), vulvovaginitis ("vulovaginitis"), abdominal distension ("abdominal and pelvic bloating"), arthralgia ("posterior hip pain"), myofascial pain syndrome ("myofascial pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches/migraines were worse and more frequent after essure was placed"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto"), fibromyalgia ("fibromyalgia") and alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea/I either have no periods at all or heavy at once"), dysfunctional uterine bleeding ("dysfunctional bleeding"), inflammation ("inflammation"), intervertebral disc degeneration ("degenerative disc disease"), hypovitaminosis ("vitamin deficiency"), mass ("bump "), gastrooesophageal reflux disease ("acid reflux") and acne ("pimples"). The patient was treated with topiramate and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia and abdominal pain was resolving and the pelvic infection, autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, fibromyalgia, urticaria, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, vaginal infection, vulvovaginitis, abdominal distension, amenorrhoea, myofascial pain syndrome, dysfunctional uterine bleeding, back pain, inflammation, intervertebral disc degeneration, hypovitaminosis, mass, gastrooesophageal reflux disease and acne outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amenorrhoea, arthralgia, autoimmune thyroiditis, back pain, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, fibromyalgia, gastrooesophageal reflux disease, hypovitaminosis, inflammation, intervertebral disc degeneration, mass, menorrhagia, migraine, myofascial pain syndrome, pelvic infection, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: discrepancy noted : insertion date previously reported (B)(6) 2010 now it is stated as (B)(6) 2010. The right tubal ostium : three trailing coil were noted in the uterine cavity, left tubal ostium : 2 ½ coils noted trailing into the uterine cavity. Current weight 124 lbs. She received treatment for: pelvic pain, abdominal pain. Dysmenorrhea (cramping), rash/skin condition, vaginal infection, vaginal discharge and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2018: left and right fallopian tube, bilateral salpingectomy - unremarkable portion of fallopian tube - essure coils positioned with proximal tubal lumen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal discharge, abdomen and pelvic bloating, menorrhagia, abdominal pain, myofascial pain, migraine, recurring vaginitis, amenorrhea, weight gain, pelvic pain, dysmenorrhea, dysfunctional bleeding, back pain, vaginal bleeding. Concerning the injuries reported in this case, the following ones were reported via social media:degenerative disc disease, inflammation, vitamin deficiency, bump, acid reflux (oesophageal), pimples,inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received. New events: degenerative disc disease, inflammation, vitamin deficiency, bump, acid reflux (esophageal), pimples, inflammation were added. New reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.